Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height matrix drawer 4 had failed. A field service engineer (fse) checked the matrix drawer in hardware test application (hta) mode and found that the latch did not engage. Upon further investigation from the rear of the device, the fse found the solenoid latch and solenoid cable were unseated. The cable was receded, and the device was properly powered up to resolve. The backup battery was up to date, a switch power kit had been previously installed, all cabling appeared to be in good working order. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es hardware had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.